Event description:
Additional information received indicated the noise resulted in pacing inhibition. There were no reported consequences due to this inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to a collapse which was caused by ventricular tachycardia (vt). Upon interrogation, there were episodes of high ventricular rate (hvr) noted due to noise on the right ventricular (rv) lead. There was no allegation that the lead noise resulted in the patient's collapse. The device was reprogrammed to address the noise and the patient was stable and will continue to be monitored.